Manufacturer narrative:
The lead was disposed by the hospital. No further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. This rv lead was explanted. No additional adverse patient effects were reported.